Manufacturer narrative:
Five (5) samples were received for evaluation. A visual inspection was performed with the naked eye noted two (2) samples with scratches on the effluent lines, two (2) samples had a surface marks on the effluent lines (which does not impact the functionality of the sets) and one (1) sample had no markings. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified on four (4) cassettes. The cause of the scratches/surface marks were related to the assembly process during manufacturing. The reported condition was not verified on one (1) device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "sample line" of one (1) homechoice cassette had ¿nicks and punctures in it¿. This was observed before use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.